Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the case from the pump, clean the pneumatic tap area, and discard the original cartridge after multiple unsuccessful attempts to reload it. Customer successfully loaded a new cartridge onto the pump following provided instructions and was able to resume insulin delivery. No additional information was received regarding the outcome of the event.